Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated a bolus amount and over bolused after a meal. The customer's blood glucose (bg) level decreased to 65 mg/dl. The customer consumed cake to stabilize bg level.